Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4068-45 lead, (B)(6) 2000. (B)(4).

Event description:
It was reported that the patient's implantable pulse generator (ipg) had reached end of life (eol) and could not establish telemetry. The patient had not been seen in a number of years. Additionally, the ipg was no longer pacing, with or without a magnet. The patient was in normal sinus rhythm at 70 bpm. The device was explanted and replaced. No patient complications have been reported as a result of this event.